Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that: one 2.4mm lcp volar column distal radius plate, 9 hole head, 4 hole shaft, left (part number 02.110.341, lot number 5847835), one 2.4mm lcp distal radius plates, straight, stainless steel, 5 holes (part number 242.479, lot number 6737856) and thirteen screws (part numbers 201.768, 202.874, 212.824 (qty: 3), 212.822 (qty: 2), 212.820 (qty: 2), 212.818, 212.814, 212.810, and 212.806) were received. It was reported that a revision (explant) surgery was performed due to a malunion; subsidence of the distal radius fracture resulting in the distal portion of 1 locking screw no longer being in contact with the bone. During the explant procedure all hardware including 2 plates and 13 unknown screws were removed intact and despite malunion the fracture had healed enough that no additional hardware was implanted. Patient had enough bone healing that no additional hardware was implanted during the explant procedure. The complaint condition is unconfirmed as x-rays could not be obtained. The designs were found to be sufficient for their intended use when used as recommended and the assessment was found to adequately address the complaint condition. There were no findings in the DHR review that would contribute to the complaint condition. Since the specific circumstances are unknown, a root cause could not be definitively determined. It is likely that patient activity and compliance, patient bone quality, surgical technique/implant choice and placement, and/or incomplete reduction of the fracture impacted the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision (explant) surgery was performed on (B)(6) 2015 after post-operative x-rays on an unknown date revealed a malunion; subsidence of the distal radius fracture resulting in the distal portion of 1 locking screw no longer being in contact with the bone. Despite subsidence of the fracture all screws remained seated correctly in the plate. During the explant procedure all hardware including 2 plates and 13 unknown screws were removed intact and the despite malunion the fracture had healed enough that no additional hardware was implanted. The procedure was successfully completed with no surgical delay. The original surgery was performed on an unknown date. This report is for an unknown 2.4 locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Original implant date: unknown. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Screws with seven different part numbers were returned; it is unknown which screw is the complaint screw: 2.4mm locking screw slf-tpng with stardrive recess 24mm, hrs and hwc, 212.824, k103243. 2.4mm locking screw slf-tpng with stardrive recess 22mm, hrs and hwc, 212.822, k103243. 2.4mm locking screw slf-tpng with stardrive recess 20mm, hrs, 212.820, k102694. 2.4mm locking screw slf-tpng with stardrive recess 18mm, hrs and hwc, 212.818, k103243. 2.4mm locking screw slf-tpng with stardrive recess 14mm, hrs and hwc, 212.814, k103243. 2.4mm locking screw slf-tpng with stardrive recess 10mm, hrs, 212.810, k102694. 2.4mm locking screw slf-tpng with stardrive recess 6mm, hrs and hwc, 212.806, k103243. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.